Manufacturer narrative:
End user has ms and uses the cane for ambulation. For extended distances, he uses a walker or wheelchair. He was ambulating downstairs after his shower. When he was about two steps from the bottom, he apparently fell forward. No information was provided suggesting the cane caused the fall. The cane was in two pieces. He was hospitalized, went to a rehab facility and then transferred back to acute care for surgery to release an unspecified compression. The sample was evaluated. Tip is worn on the back and on the side. There is a slight bend outward and it s confirmed that the cane snapped at the 3rd hole from the top. Measurements were taken and the material was determined to have an average of 13.5 hardness. This is within specifications. The report and the sample evaluation suggests the end user fell onto the cane, causing it to break. There is no information to suggest that the cane caused or contributed to the end user's fall. However, due to the nature of the injuries, this medwatch is being filed.

Event description:
End user was ambulating down a flight of stairs. When he was two steps from the bottom, he fell forward and sustained injuries to his face and head.